Manufacturer narrative:
On 27-sep-2024, a fourth patient's na and k results were provided. On (B)(6) 2024, patient 4 had an initial na result of 171 mmol/l and an initial k result of 4.7 mmol/l. The sample was repeated and the na result was 152 mmol/l and the k result was 4.2 mmol/l.

Manufacturer narrative:
It was found that the customer centrifuges patient samples for 5 minutes, which may be too short. No issues were identified during a review of the data provided. Calibration and qc were acceptable. The field service engineer (fse) inspected the analyzer and confirmed it was within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The ise electrode lot numbers and expiration dates were not provided. The customer's qc and calibration were acceptable but inconsistent. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 3 patient serum samples on a cobas integra 400 plus module. For patient 1, the initial na result was 168 mmol/l, the initial k result was 4.4 mmol/l, and the initial cl result was 84 mmol/l. The sample was repeated and the repeat na result was 140 mmol/l, the repeat k result was 3.5 mmol/l, and the repeat cl result was 101 mmol/l. For patient 2, the initial na result was 131 mmol/l, the initial k result was 3.7 mmol/l, and the initial cl result was 113 mmol/l. The sample was repeated and the repeat na result was 171 mmol/l, the repeat k result was 4.9 mmol/l, and the repeat cl result was 82 mmol/l. The sample was repeated a third time and the na result was 162 mmol/l. For patient 3, the initial na result was 185 mmol/l and the initial k result was 5.4 mmol/l. The sample was repeated and the repeat na result was 142 mmol/l and the repeat k result was 4.1 mmol/l. The repeat results were compared with the results from the blood gas machine and were reported to the physicians.